Manufacturer narrative:
A ge representation evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported the system shut down on its own. No pt injury was reported.